Manufacturer narrative:
No resolution was documented; a workaround was provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.